Event description:
Provider alleges the issue the consumer has been having is the chair allegedly just immediately stops. The power is still on but it will not move. Consumer has been able to recycle the power and get going again but it happens very frequently. It allegedly happened between her shop and her house. Consumer didn't have her phone on her. Consumer allegedly attempted to crawl to her house but was unable to get there and spent the night outside under a tarp.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The alleged condition could not be duplicated.

Event description:
Provider alleges the issue the consumer has been having is the chair allegedly just immediately stops. The power is still on but it will not move. Consumer has been able to recycle the power and get going again but it happens very frequently. It allegedly happened between her shop and her house. Consumer didn't have her phone on her. Consumer allegedly attempted to crawl to her house but was unable to get there and spent the night outside under a tarp.